Event description:
It was reported that on 25 may 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A ntw (lot: 31030r1002) was chosen for implantation. Imaging quality was poor. The clip was placed central-medial successfully. To further reduce mr, a nt clip (lot: 31026r1107) was attempted to be implanted. During positioning, the nt interacted with the first implanted ntw resulting in the ntw detaching from the posterior leaflet (single leaflet device attachment (slda)). The nt was removed and a replacement ntw (lot: 31206r1001) was implanted to stabilize the slda and reduced mr. The procedure ended with mr reduced to grade 1. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported device damaged by another device (caused damage). The reported poor image resolution was due to echocardiographer has little experience in the procedure and had difficulty visualizing in some windows. There is no indication of a product issue with respect to manufacture, design, or labeling.